Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) could not be determined. The reported recurrent mitral valve insufficiency/ regurgitation (mr) and new flail are likely a cascading effect of the slda. The cause of the reported heart failure and subsequent patient death could not be determined. Mr, heart failure, tissue injury, and death are known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and pre-existing posterior flail. A mitraclip xtw was inserted and deployed medially on the mitral valve. A second mitraclip, a mitraclip xt, was then inserted and deployed on the mitral valve, lateral to the first clip, reducing mr to a grade of 1-2. It was noted that the clips appeared to be stable. On (B)(6) 2026, an echocardiogram was performed and revealed a posterior flail that the mitraclip xt had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. It was noted that it was uncertain if the mitraclip xt had worsened the posterior flail. Due to declining health, the patient urgently underwent a second mitraclip procedure on the same day. One clip was implanted, and the mr remained at a grade of 4. It was noted that the patient required hospitalization. On (B)(6) 2026, the patient presented to the hospital in heart failure, requiring a balloon pump and other supports. The patient died. In the physician's opinion, the cause of death was not due to the procedure on (B)(6) 2026, but instead heart failure and other complications related to the slda clip from (B)(6) 2020. No further information was reported.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.